Event description:
The customer reported that during a procedure the clear insulation became damaged. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.